Event description:
A caller reported a malfunction on the pump, but no notable events had occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction did not recur after the reset, and the customer was instructed to continue using the pump while remaining alert for any future issues.